Event description:
Customer reported unexpected reactions on patient samples typed as a or ab on echo. No transfusion reactions were reported.

Manufacturer narrative:
Review of instrument images were consistent with the complaint. Tube testing was performed with in-house donor samples of known abo/rh types performed using retention referencells lot 110894, used by the customer at the time of the event. Reverse typing for all in-house donor samples was as expected. Tube testing was performed with retention anti-a, anti-b, and a1 lectin using retention referencells. Products performed as expected. Group testing was performed with in-house donor samples of known abo/rh types using retention referencells. All in-house donor samples typed as expected. Returned patient sample exhibited 4+ hemolysis and could not be tested on the in-house echo. Hemagglutination tube testing was performed with the sample using retention anti-a, anti-b series 3, anti-a1 lectin, a1 referencells, and b referencells. Sample exhibited reactivity with anti-a and anti-b and was nonreactive with anti-a1 lectin. Sample exhibited w+ reactivity with a1 referencells and was nonreactive with b referencells. The unexpected reactivity was not reproduced. The echo operator manual indicates that hemagglutination reactions of 1+ or less by tube method may not be detected by the echo.